Event description:
The st. Jude medical rep reported that while attempting to retrieve the memory map, the device entered a software reset. Technical services recommendation was to explant the device, however given the pt's past medical history, the device was programmed 'defib off' and remains implanted.